Event description:
It was reported that an alert for high voltage lead impedance was observed. No electrical anomalies were noted. The lead and device will be tested and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.